Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2017 successfully. The patient was stable prior and after the procedure.